Manufacturer narrative:
H6. Health effect, initial report inadvertently f2303 as medication was adjusted.

Event description:
It was reported that the patent has been experiencing more atonic seizures lately. Medications were adjusted to help improve condition. It was also noted that the patients' atonic seizures are becoming tonic. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received. The provider stated that the increase in seizures was due to vns stimulation with faster increase in load. The provider also stated that the patient had a brain injury that caused the seizures. It was noted that the increase in seizure is above pre-vns baseline levels. It was also noted that the patient will be reevaluated for vns surgery. The change in seizure pattern was noted to be due to cbd withdraw and not related to vns. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.